Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker system exhibited farfield oversensing. The patient experienced shortness of breath (sob) and fatigue. Given the patient active lifestyle and exercise intolerance, inadequate rate response was considered a contributing factor, and device reprogramming with adjustments to accelerometer parameters were performed. In addition, there was a difficulty measuring thresholds, this was attributed to unreliable raat measurements during atrial flutter, leading to raat being disabled and atrial output set to a fixed value. As a result, the raat test was disabled. No adverse patient effects were reported. This right atrial (ra) lead remains in service.